Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they used to have two rechargeable implants and both were removed and replaced with one percept rc implant because of infection. Patient said they had their stimulators moved "a bunch of times", from their left to right side and they finally moved the implants to the patient's stomach. Pt said hcp was just going to "re-do" everything and wanted to do a skin graph. Patient said they didn't want to go through that so they went to (B)(6) and provider at (B)(6) told them they had been infected for years. Patient said they did "home sedation and home antibiotics" with a nurse for around 6 weeks. After that, the infection resolved and then (B)(6) did the surgery where they implanted the single percept rc. Patient said they had "lost a lot of their brain" and couldn't remember to charge their implant or take their medications and they rely on their husband to remind them to do these things.